Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, no parts were replaced. Further information stated that the ventilator had become too close to an MRI scanner and therefore the technical error code was generated. The pre-use check passed successfully and the device was delivered to the user in working condition. Generated technical error indicates that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Recommendations were made to take into account the necessary measures for use in a resonance environment. The root cause has not been determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).